Manufacturer narrative:
It was reported that the users were allegedly unloading the cot from the ambulance and did not ensure that the safety bar was engaged in the safety hook. It was reported that the users were attempting to raise the legs of the cot, and that the legs were allegedly difficult to raise. Because the legs were difficult to raise, the users were adjusting the cot and the cot tipped to the side. The patient received a mild scratch to the surface of their skin but that it did not break the skin. There was no report of medical intervention or self treatment to the patient. The users were not injured. The users have been retrained on how to ensure the safety bar is engaged in the safety hook. No defects or malfunctions were identified that would have caused or contributed to the alleged cot tip. This issue was resolved for the customer by inspecting the unit, ensuring proper functionality, and returning it to use.

Event description:
It was reported that the legs were stiff when loading/unloading and the cot tipped allegedly causing a patient injury requiring medical intervention.

Event description:
It was reported that the legs were stiff when loading/unloading and the cot tipped allegedly causing a patient injury requiring medical intervention.